Event description:
The "rapid gas loss" and "check iab circuit" alarms sounded again and again on the system 97 pump. The pump was changed to another system 97 pump. After iap for two days, alarms sounded again and the iab was removed. (Event complications: none from the event - reported 06/10/97). (Pt's current status: unk - rpt'd 06/10/97).

Manufacturer narrative:
Evaluation: the iab was received intact for evaluation with the balloon completely unfolded. The sheath was noted to be severly kinked at two locations. Visual examination revealed a severe kink in the catheter tubing and inner lumen just proximal to the metal sleeve in the vicinity of the tack welds. In addition, the catheter in this kinked area appeared flattened. Underwater leak testing revealed no leaks in the iab. It was not possible to satisfactorily pump the iab on the laboratory system 90 due to the condition of the catheter tubing near the metal sleeve. Probable cause of difficulty: no leak was found in the iab to have caused the reported pump alarms. It was not possible to determine the exact cause of the reported difficulty based on the event description and examination. In general, excessive alarms may be attributed to one or more of the following: a temporary kink in the catheter tubing may have prevented the flow of helium into and out of the balloon membrane causing the pump to sense a "loss" of gas or to display "catheter fault". Manipulation of the balloon catheter may have alleviated the problem. The balloon membrane did not fully exit the sheath, thus not allowing the membrane to fully inflate. The catheter tubing may have become kinked if the iab was not removed from the tray retainers according to datascope's instructions for use. There was a loose connection between the iab and the pump or between the pump and the safety chamber. Checking these connections may have alleviated the problem. The pump needed servicing.